Event description:
Device 1 of 4: reference MFR. Report: 1627487-2018-13361. Reference MFR. Report: 1627487-2018-13362. Reference MFR. Report: 1627487-2018-13363.

Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
Device 1 of 4. Reference MFR. Reports: 1627487-2018-13361; 1627487-2018-13362; 1627487-2018-13363. It was reported the patient underwent scs system explant on (b)6) 2018. The reason for explant was not provided.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2018-13361, 1627487-2018-13362, 1627487-2018-13363. Additional information provided the patient experienced ineffective stimulation. As a result, the 2 quattrode leads were explanted. The patient¿s other 2 leads remain implanted and are providing therapy.